Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that three of their sensors were damaged. The customer stated the sensors had no needle and very short electrodes the customer's blood glucose was unknown. No product is expected to return for analysis.